Event description:
It was reported that the atrial lead was returned, analyzed and tested out of specification during the manufacturer's analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead was stretched.